Event description:
In 2008, the sales rep reported that during inspection of the kit, it was noticed that the shaft of the driver was bent. The event is not related to pt contact. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Eval is pending upon the return of the product.